Event description:
Initially it was reported by arjohuntleigh representative that marisa's lifting arm detached from the hoist. Caregivers attempting to lift the resident from a wheelchair to a bed, when jib of lift apparently fell off, during lowering. Caregivers caught the resident and lowered into the chair. From received information a small red mark on forehead occurred to the resident as a result of this incident. Device examination section included in incident description form (idf) showed that involved device is in good working condition. Function test showed that lift working perfect, no faults were found that could contribute to the reported event. Arjohuntleigh's representative was able to re-create this event: "if the lift jib is not properly latched onto mast and hits something on the way down". "Customer said that they tried multiple times to get the jib bar to release and could not, they thought that the only way for incident to happen is if the hanger bar was not properly attached." This was after the incident when they were trying to replicate.

Manufacturer narrative:
(B)(4). Please note that this product is no longer manufactured and previous medwatch reports for this product may have been submitted for the manufacturing site arjo (B)(4). As of 06/15/2010, that number was deactivated due to the site no longer being a manufacturer and until 2014 complaints related to these products were handled by arjo (B)(4) and any medwatch reports were submitted under (B)(4). An investigation was carried out into this complaint. When reviewing similar reportable events for marisa we have found low number of other similar cases where lifting arm detached from mast. We have been able to establish that there is no complaint trend concerning these kinds of events. The device was inspected by arjohuntleigh representative at the customer site and found to be the correct specification - no failure was found that could contribute to this event. The device was being used for patient handling and in that way contributed to the event. Received information and our evaluation showed that this problem was caused by user error. Device examination performed by arjohuntleigh representative showed that no failure was found that could contribute to this event. It was only possible to re-create this event if the lift jib is not properly latched onto mast and hits something on the way down. Additionally, the customer said that they tried multiple times to get the jib bar to release and could not, they thought that the only way for incident to happen is if the hanger bar was not properly attached. From the above findings we conclude that this incident was caused by user error - lifting arm not correctly attached before lifting the patient - not following IFU's recommendation. We find this cause to be related with lack or insufficient training as no dates of the last training were provided. The received information and our evaluation as described above are showing that if the IFU's recommendation were followed there will be no patient or caregiver risk.